Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had the arctic sun device that was due for the 2000-hour preventive maintenance and will be coming in under the service contract. Per review of wo evaluation, broken caster mount on the chiller frame causing the chiller to need replacing.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue could not be identified. The device was evaluated upon receipt. The rear right caster was found separated from the main device. The nut plate mount holding the caster to the chiller frame broke free from the frame. It appears the torque required to keep the caster in place was insufficient causing the caster to spin loose from the nut plate and the plate to break off over time from up and down movement of the caster. Replaced the chiller assembly. Tank seals were cracked. A 2000-hour pm was completed on the device. Replaced all tank seals. As part of the pm, serviced the circulation and mixing pumps, replaced heater, manifold o-rings, double bend tube, and chiller evaporator outlet tube. The arctic sun stat passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The instructions-for-use are found to be adequate. Correction: d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had the arctic sun device that was due for the 2000-hour preventive maintenance and will be coming in under the service contract. Per review of wo evaluation, broken caster mount on the chiller frame causing the chiller to need replacing. Per sample evaluation results on (B)(6) 2025, tank seals were cracked.